Manufacturer narrative:
(B)(4). Batch # n53c1d. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was not firing. Unfortunately they cannot tell me how the device was opened. The procedure was a splenectomy.

Event description:
It was reported that during an unknown procedure, registrar was using device when it got stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.